Event description:
It was reported by the affiliate that during the procedure the staple was jammed and the surgeon could not cut the issue completely. The pt died during the procedure. No further info is available at this time.